Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('had a hysterectomy and they left the essures') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criterion medically significant) and experienced adverse event ("lot of problems with my body"). The patient was treated with surgery (hysterectomy with leaving essure intact). Essure treatment was not changed. At the time of the report, the hysterectomy and adverse event outcome was unknown. The reporter considered adverse event and hysterectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('had a hysterectomy and they left the essures') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criterion medically significant) and experienced adverse event ("lot of problems with my body"). The patient was treated with surgery (hysterctomy with leaving essure intact). Essure treatment was not changed. At the time of the report, the hysterectomy and adverse event outcome was unknown. The reporter considered adverse event and hysterectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: nullification: with entry of quality-safety evaluation of product technical complaint it was detected that this record (social media reporter with reporter country erraneously entered as united states) is a duplicate to record # se-bayer-2020-060724 (correct reporter country: sweden) to which all information will be transferred, then this duplicate record # us-bayer-2020-069871 will be deleted from bayer safety database. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.